Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: the patient was revised to address loosening of the femoral component and the femoral sleeve at the bone to implant interface. Patient had a left distal femoral replacement on (B)(6) 2019 after history of failed hardware plate and screws of the femur. It was revised for loose sleeve component and fracture of the stem sleeve junction. The stem was well fixed with fracture at the threaded portion of the stem, leaving behind the threads of the stem in the sleeve. The sleeve and femoral construct were loose and removed as well was the poly. The tibia was retained as well as the patella component of the left knee. No delay in surgery. Doi: (B)(6) 2019, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.